Event description:
While attempting to activate an instant cold pack for a patient, the cold pack seal broke and the liquid contents spilled onto the nurse's hands. The content did not reach the patient. The nurse washed both hands immediately and applied ice chips in a biohazard bag to both hands. The nurse went to the emergency room for further treatment.the nurse sustained second degree burns on both hands. The left hand received more of the fluid so the tops of her fingers (index to thumb) on the left hand were quite painful and blistering. The nurse stated that she didn't use any more force than she normally does when cracking open the ice pack. We have not had any problems with this type of device before. After the incident, the patient opted out of having ice applied anywhere on her body. There was no manufacturing problem with the device that was observed. There were no holes or damage to the integrity of the packaging that the nurse could observe.